Event description:
Pt was working and suddenly her wrist dropped. Plate breakage was found in x-ray and the pt had to undergo an unexpected revision surgery.

Manufacturer narrative:
Investigation in progress but not yet complete.